Event description:
The customer is concerned with an ongoing issue of sporadic positive (elevated) results generated by the architect stat troponin-I assay. The customer gave the following example: one patient sample generated an initial troponin-I result of 0.27 ng/ml; the sample retested at 0.258 and 0.505 ng/ml. The sample was retested on a different architect i2000sr analyzer and generated a result of 0.041 ng/ml. The data logs had already been deleted and no further patient information is available. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). Architect stat troponin-I assay: list: 2k41-38 lot: 27100un08, expires: 07/31/2009. Architect i2000sr analyzer list: 3m74-01, serial nos.: (B)(4). To investigate the customer's concern, initially, a review of customer complaints received to-date was reviewed to determine if others have experienced the issue encountered at this customer facility. The review of this data did not identify an increase in complaints related to this issue, nor did the review identify any records, which would explain the customer's observation. To further investigate the customer's concern, two studies were performed: a precision study and an accuracy study. In the precision study, we calibrated one instrument using in-house inventory of the same reagent lot used by the customer. This same lot was then used to test four replicates of each control level, twice a day for five days. We then calculated the total %cv. All were less than the 10% value indicated in the package insert: control: low, calculated value: 4.6%. Control: medium, calculated value: 2.4%. Control: high, calculated value: 2.9%. In the accuracy study, we tested six replicates of an internal panel. The panel was selected because it is made from human plasma and has known analyte concentration. Each replicate was then evaluated against a predetermined specification. All replicates met the criteria. Testing was not performed for the second lot in this investigation; instead, quality records were reviewed. Testing from the initial lot was used, because the issue described by the customer was the same with both reagent lots, it is acceptable to use one lot as a representative lot to investigate the issue. A review of the causative agent's quality records did not identify a trend related to the issue under investigation. No issues were identified related to the complaint that would indicate that there is a product deficiency. Additionally, the product labeling provides information to help customers obtain accurate results through proper specimen handling. The customer's issue is addressed in the architect stat troponin-I assay package insert under the section entitled, specimen collection and preparation for analysis and limitations of the procedure sections. The customer's issue does not appear to be caused by a shift in product performance that would warrant additional product information distribution. Consequently, neither a corrective/preventive action nor additional investigation is required for the customer base. The data indicates that the product is performing as intended, and is meeting its safety, effectiveness, and label claims. No additional issues were identified during this investigation, and no additional investigation is required. This is a final report.

Manufacturer narrative:
Arc i2000sr analyzer; arc i2000sr analyzer. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.